Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) measurement of greater than 200 ohms. Additional information was received that the physician suspected subclavian crush though it was not visualize in fluoroscopy as the shocking lead was too tight to the clavicle. The device was upgraded. The system was explanted and was replaced successfully. Both the ICD and rv lead were not returned as device and lead were cut for the extraction. No additional adverse patient effects were reported.